Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and broken force sensor was detected during seating or regular delivery. The patient¿s blood glucose level was 180 mg/dl. The customer ump has a piece missing where the reservoir goes into the pump and it will go in but the buttons won't work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.